Event description:
It was reported that a month after implant of this right ventricular (rv) lead, a perforation occurred. As a result, this lead was explanted and successfully replaced on (B)(6) 2025. No additional adverse patient effects were reported. At this time, this rv lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported cardiac perforation. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a month after implant of this right ventricular (rv) lead, a perforation occurred. As a result, this lead was explanted and successfully replaced on (B)(6) 2025. No additional adverse patient effects were reported. At this time, this rv lead was already returned.